Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile im hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
One sample was received, confirmed to be from batch #8088803 (p/n 305902). It was visually evaluated. The sample was a sealed blisterpack containing a 23g x 1 safetyglide needle and a broken screw with a washer around it. The screw appeared to have its tip broken off. The screw was located above the mid portion of the needle, pressed against the top web. Dark foreign matter particles could be found immediately around the screw and a large congregation of particles was found at the tip end inside the package (away from peel tab) next to the seal border. Vast majority of these particles were within the package, however a few were observed to be within the seal itself as well. Thread impressions from the screw were apparently left on the bottom web near its location. Bottom web was also observed to have frequent vertical (perpendicular to the package) parallel marks, akin to scratch marks, most of them on one side of the package extending almost the entire length of the package. The potential root cause for the screw fm was determined to be design flaw in the loader arm of the packaging robot. The flaw led to too much pressure being exerted on the screw, which over time resulted in premature screw failure. A redesign of the identified part will be completed to eliminate the flaw. Due date: (B)(6) 2019. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd safetyglide shielding sterile im hypodermic needle there was an issue with foreign matter. There was no report of injury or medical intervention.